Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman flx delivery system with the implant in the sheath, with the implant protruding out of the tip for 9mm. The implant was deployed out of the sheath during lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous small kinks in the sheath, tip damage (abrasions/flattened), and sheath damage (abrasions). Inspection of the rest of the device found no other damage or defect with the device. The implant was attached to the core wire when the device was returned. Analysis of the device found no damage to the core wire or the cap of the implant. The reported implant detachment was not confirmed.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. Device prep was observed and the device appeared attached during initial recapture. The device was deployed but during a full recapture attempt, the device detached from the core wire. They were able to re-screw the device back on and successfully recapture it. A second 31mm device was successfully implanted. The patient was doing well and discharged the next day.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. Device prep was observed and the device appeared attached during initial recapture. The device was deployed but during a full recapture attempt, the device detached from the core wire. They were able to re-screw the device back on and successfully recapture it. A second 31mm device was successfully implanted. The patient was doing well and discharged the next day.